Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Event description:
The customer observed a fluid leak of 2 ml from the tubing at the probe wash cup of a coulter ac t 5diff cap pierce. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/14/2015. The fse found split tubing at the probe wash cup. He replaced the tubing at the probe wash cup which fixed the leak. The repairs were verified per established service procedures. (B)(6).